Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging using non-tandem charging supplies.